Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2009 and a sling was used. The patient experienced mesh erosion, pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh excision on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that post implantation patient experienced pain, erosion, recurrences and vaginal scarring. (B)(4) - undefined recurrence.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that following insertion the patient experienced cystocele, mixed incontinence, urinary frequency and urinary urgency. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01080. The same patient is represented in each medwatch.